Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted and launched ear, nose & throat (ent) application, but would not load exams as an error message indicated the proper permissions to load exams were not present. The computer became unresponsive after trying to load multiple exams without success. The most likely cause was an issue with the software functionality. The computer was reimaged and then passed all testing.

Event description:
A medtronic representative received a report from a site that when attempting to boot-up their navigation system the computer would not move forward. It was noted that the computer keyboard was missing. In trouble-shooting, the site did a hard re-boot of the system, the monitor displayed no signal detected. A second hard re-boot restored normal function. As this occurred prior to a procedure, there was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative replaced the computer and performed a navigation system check-out, all areas passed. System performed as intended. Issue resolved.